Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. The patient was not taking oral therapy. The respiratory crisis had occurred a few hours after the refill with dose variation from 140 to 160 mcg/day. The pump "was aspirated with 20 ml and introduced corresponding amount of baclofen (concentration 2000 ugr) but after a few hours (8 hours) the refill was 19.8 ml." "It should be noted that the day before the first refill attempt the pump was stopped for 4 hours and then, due to difficulties in locating the refill point, it was decided the following day to perform the procedure under sedation." Additional information was received. The hcp told the representative they saw the 4 hour stop of the pump on the physician programmer, but the representative indicated this had not been seen on the report. Further information was not available.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2,000.0 mcg/ml at an unknown dose) via animplantable infusion pump. It was reported the patient had a respiratory crisis; the event date was unknown. The hcp suspected the cause was incorrect pump infusion and decided to replace it. The pump was replaced on (B)(6) 2021. As of (B)(6) 2021, the patient was doing well and was receiving therapy effectively; the issue was resolved. The pump would be returned. The patient status was alive - no injury. Contributing factors to the event were unknown. There were no diagnostics/troubleshooting performed. Further complications were not reported.